Event description:
It was reported that the pump exhibited a depleted battery and was unable to charge. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI was unknown. No product information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified depleted battery message in the history. During functional testing the reported issue was verified, the battery would not charge. The root cause of the problem was related to normal wear of the pump as it is over 14 years old. Replaced the interconnect board.